Event description:
It was reported by the pt an angio-seal was used to seal the left leg puncture. The pt had a leg angiogram to evaluate the right leg for clots via a contralateral approach. The test was normal. The pt experienced pain and bruising at the puncture site. The pt received darvocet for the pain and was instructed to follow up with the physician. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experienced fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.